Event description:
The report received indicated that the patient had a restenosis of the mid right superficial femoral artery thirteen months after two smart control stents were implanted. The target lesion was described as 165mm long, de novo, and calcified with total occlusion. The distance between the superior edge of the patella and the distal edge of the lesion was 15cm. The vessel was straight at the lesion site. The vessel was predilated with a 5.0 x 120mm submarine balloon. Two smart control stents; a 6.0 x 100mm and a 5.0 x 80mm were implanted. Post dilatation was conducted with a 5.0 x 120mm submarine balloon. No procedural complications were reported; the patient was discharged home on aspirin, clopidogrel and verapamil. Thirteen months later the patient returned with in-stent restenosis. No action was taken.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-00940 and 9616099-2008-00941. Additional information will be submitted within thirty days upon receipt.